Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced their ipg being loose in the pocket. The patient bumped it several times during the last year and states it is irritating when the patient lays on it. The patient may undergo surgical intervention to address the issue.

Event description:
Follow up information received that he patient had their ipg repositioned on (B)(6) 2021. Effective stimulation was established post operation.

Manufacturer narrative:
Correction a4 - patient's weight should be 145 pounds instead of 125 pounds.